Event description:
It was reported the device was not reading the syringe size and the maintenance was required. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating the issue did not occur during use on a patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced all the plastic parts of plunger assembly and upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.